Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and both the right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. The procedure was completed successfully, and no additional adverse patient effects were reported. Additional information provided advised the device is being returned for analysis, the leads will not return. The device has returned for analysis.

Manufacturer narrative:
Device analysis was performed, and infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and both the right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. The procedure was completed successfully, and no additional adverse patient effects were reported.